Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had poor placement in the atrium and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was undefined. The atrial impedance was consistent near 500 ohms until the week of 20nov2015 when it became immeasurable. No threshold data or electrocardiogram episodes were available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.